Manufacturer narrative:
A follow up report will be filed after the investigation has been conducted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Subject: complaint sacropelvic connector. Hi (B)(6), I wish to log a complaint please. Date of surgery: (B)(6) 2015 surgeon: mr (B)(6), hospital: (B)(6). Delay in surgery: approx 15 minutes. Implants: (B)(4). Incident : sacro pelvic open polyaxial connector and single innie set screw. Whilst trying to final tighten to the rod, the set screw was continually turning inside the connector, resulting in stripping of threads on set screw. A second set screw was attempted and the same thing happened. Mr (B)(6) then changed the connector (same code) and no issues occurred. A problem with the initial connector. At time of report, I am sending affected implants to (B)(6)to get decontaminated. When I receive them back, I will send the on for investigation. Patient: female. Dob: (B)(6). No other info available, due to patient confidentiality. (B)(6).

Manufacturer narrative:
Visual examination of the returned single inner setscrew found threads to be torn and peeled off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the threads becoming torn and peeled off cannot positively be determined. However, one possible root cause may have been that the single inner setscrew was not properly seated causing cross threading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.